Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/22/2010, 09/24/2010, 09/30/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported experiencing poor vision following intraocular lens (iol) implant surgery. She stated that she "can't see to read, distance vision not clear and has to blink a lot to clear vision", "unable to see dashboard or gearshift of car", and that she sees "the edge of the lens". She reported using artificial tears as needed. She also indicated that lasik and a yag procedure were performed following implantation. She reported that her implanting surgeon and another surgeon recommended iol implantation in her fellow eye. Additional information has been requested.